Event description:
It was reported that during device evaluated, it was determined that the robotic assisted saw interface device was broken in 2+ pieces. It was noted in the service order that the device saw handpiece was faulty during check. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was returned for evaluation. Visual analysis revealed that the device exhibits signs of minimal wear. Light wear marks were found on the clamping area where the sasi attaches to the saw handpiece (sh). Additionally, neither of the two electrical connectors had damage or debris. However, one of the inner welds between the sh lever and pin did appear at least partially broken and had some corrosion around it. This did not seem to affect the function of the lever. The functional evaluation of the sasi, without the sh or planar base engaged, found the planar latch lever rotated fully and freely. The sasi assembled and disassembled with moderate force and had no looseness between the two after assembled. The assembly between the sh and planar felt secure with no looseness. The short saw cable of the sh plugged into the sasi all the way without any difficulty and felt secure when attached. Individual continuity checks of each of the seven electrical circuits were performed. All seven of the circuits had connectivity. Although the exact surgical environment at the time of the complaint could not be recreated and not having access to the actual system that this sasi was used in, this investigation shows this component was undamaged, functioned normally and likely did not contribute to the alleged complaint, which was non-specific. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.